Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd) as well as pacing therapy not being delivered when it was required. As a result, the device was explanted and replaced. There were no additional adverse patient effects.